Event description:
On (B)(6) 2010, pt's mother reported the infusion sets are disconnecting from the infusion device and becoming unscrewed. Mother stated once it becomes disconnected, it is not possible to reconnect the tubing. Mother reported the luer lock portion of the infusion set is staying attached to the infusion device and the remaining part of the tubing is "tearing off". Pt is using a competitor's infusion device. Mother stated she has only one box of infusion sets remaining and they are the same lot number. On follow-up on (B)(6) 2010, mother reported they have had no issues with the new box of infusion sets. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.